Event description:
Trial patient's husband contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. The trial patient's husband did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).